Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis cannot be determined. Though the cause was unknown, a majority of peritonitis infections are caused by nonadherence to aseptic technique through touch contamination involving the transmission of peritonitis causing pathogens. In the absence of the required information, the liberty select cycler with the liberty cycler set cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient was not home for delivery due to being at the emergency room (ER) for peritonitis. Multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained. As a result, additional patient demographics, temporal relationship to pd therapy, root cause of this infection, treatment details and the patient¿s current disposition remain unknown. There was no indication this event was related to the performance of any fresenius product(s) or device(s) in the initial reporting. Additionally, there was no allegation that a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis.

Manufacturer narrative:
Additional information: d9, g4, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed signs of physical damage on the upper catch post. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient was not home for delivery due to being at the emergency room (ER) for peritonitis. Multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained. As a result, additional patient demographics, temporal relationship to pd therapy, root cause of this infection, treatment details and the patient¿s current disposition remain unknown. There was no indication this event was related to the performance of any fresenius product(s) or device(s) in the initial reporting. Additionally, there was no allegation that a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis.